Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer e-mailed stating that he/she had 2 brush heads come off the stem while in his/her mouth. No injury was reported.